Event description:
The customer is alleging architect false positive troponin results generated from one patient sample. The patient presented with chest discomfort on (B)(6). A positive troponin result of 0.06 ng/ml (cutomers cut-off is 0.03 ng/ml) was obtained along with an abnormal ck-mb result of 32.3 ng/ml. The patient was later tested on (B)(6) first and a positive troponin result of 0.075 ng/ml was generated along with an abnormal ck-mb result of 25.6 ng/ml EKG and cardiac ultrasound were performed with no findings -normal. No impact to patient management was reported. No information was provided regarding the patient diagnosis.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending and lot search data did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 32758un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Based on the evaluation results, no malfunction was identified since the issue involves a discreet patient sample and there is no indication that any troubleshooting was performed. The complaint text indicates that the issue did not occur on first use of the reagent lot, which further suggests a sample specific issue. The limitations of the procedure and the expected values sections of the architect stat troponin-I package insert provide examples of other conditions that may cause elevated results.